Event description:
Philips healthcare customer service center received a call from the customer stating that their s8-3t transducer needed to be replaced because it was damaged and unusable.

Manufacturer narrative:
(B)(4). Image quality degradation during clinical use of the s8-3t was reported under 21cfr 806 per (B)(4). Customers were informed about what actions to take in order to prevent risks for patient. The returned device was evaluated and confirmed to be associated with the issue identified in the recall. There have been no adverse events as a result of this issue.